Event description:
It was reported that the device was explanted after an implant duration of at least 6 months, due to mitral valve endocarditis. Information learned from implant patient registry and the operative report.

Manufacturer narrative:
Device not returned.